Manufacturer narrative:
(B)(4).

Event description:
Additional information was provided by a facility representative who reported that the patient experienced light sensitivity and dull ache. The patient was diagnosed with iritis approximately two months following the implantation procedure. The patient was treated with steroids and the patient¿s issues have resolved three weeks after being diagnosed with iritis.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that following an intraocular lens (iol) implant procedure, she has experienced severe pain lasting anywhere from 45 mins- 3 hours, light sensitivity for multiple days/month. She reported that she has had inflammation in the eye that started two months ago and is still undergoing treatment. She reported the steroid use. Additional information was provided by the consumer, who reported that she was no longer experiencing eye pain. Additional information has been requested.